Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's low blood glucose was 50 mg/dl and customer woke up with 57 mg/dl and customer treated the low with carb intake with juice with protein string cheese. The customer's blood glucose at the time of incident it was 296 mg/dl, current blood glucose is 344 mg/dl. The customer declined troubleshooting on insulin pump for low blood glucose. The customer treated high blood glucose with syringe and bolus with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reported that they received multiple insulin flow blocked alarm and infusion set cannula was bent. The insulin pump will not be returned for analysis.